Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and it was found that the rupture was an overall vertical rupture. The procedure was completed with another of the same device. There were no patient complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem, and it was found that the rupture was an overall vertical rupture. The procedure was completed with another of the same device. There were no patient complications reported, and patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 16mm from the tip and is approximately 28mm long. The remainder of the device presented no other damage or irregularities.